Event description:
It was reported that when using the bd pyxis¿ es server system device was showing as unknown. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was showing as unknown. A field service engineer (fse) observed that the station was appearing as an unknown device and initiated a full synchronization. The fse noted that the hospital network went down during the process, which caused the synchronization to fail and planned to reschedule once the network was restored. The fse was later informed that a server issue had contributed to the failure and confirmed that, with the station online and the server issue resolved, the full synchronization could be completed successfully. The system functioned as intended after the field service engineer repaired the device.